Manufacturer narrative:
Samples received: 3 unopened pouches and 1 opened. Analysis and results: there are no previous complaints of the same batch. We manufactured and distributed in the market (B)(4) units of this batch. There are no units in stock. We have received three closed samples and one open sample (without the second pack, the first pack is unopened). Tightness test to the samples received has been performed and the units are tight. We have tested the knot pull tensile strength of the samples received and the results fulfil requirements: the 4.58 kgf in average and 4.40 kgf in minimum (requirements: 2.73 kgf in average and 1.37 kgf in minimum). Furthermore, knot pull tensile strength results before releasing the product were 4.40 kgf in average and 4.20 kgf in minimum and fulfilled requirements. Degradation test results conducted on the samples received fulfil b. Braun surgical (bbs) requirements. In the degradation test, threads are introduced in a 0.9 % nacl solution at 37ºc for 14 days. After this period, the knot pull tensile strength of the thread is tested. The results for the samples received are 3.44 kgf in average and 3.28 kgf in minimum (bbs requirement is 2.26 kgf in minimum. Degradation test results conducted on samples before releasing the product were 3.32 kgf in average and 2.98 kgf in minimum fulfilled bbs requirement. Reviewed the batch manufacturing record, this product had a normal process and the results during the process fulfill b.braun surgical requirements. On the other hand, safil biocompatibility has been tested in several experiments. In sensitization and irritation tests the harmlessness of safil was proved. Nevertheless, there are risks (side effects) associated to the use of safil suture, which are typical for any (absorbable) suture and which are mentioned in the instructions for use of safil®: "side effects: as for all sutures after implantation a transient inflammation, temporary irritation and infection at the wound site may occur occasionally. Existing infections may occasionally be enhanced by any foreign body". Corrective/preventive actions: according to our internal procedures, there is no need to establish corrective or preventive actions. Nevertheless, this complaint is recorded for trending analysis to assess if actions are needed in the future.

Manufacturer narrative:
Aesculap inc. (Importer) is submitting this report on behalf of b. Braun surgical s.a. (Manufacturer). Exemption number: e2014012. Manufacturing site evaluation: evaluation on-going.

Event description:
Country of complaint: (B)(6). After surgical procedure the patient's wound turned black and became infected. The wound had to be re-opened and the suture removed.